Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging water reservoir wasn't dispensing and visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. The airflow was verified to be operating correctly. An additional testing was performed due to the complaint of the water reservoir wasn't dispensing like it's supposed to be, and the results showed that the humidifier was working and did dispense the water during the testing and observed a typical amount of water was used. An external and internal inspection of the device was carried out and found unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box , white dust-like contamination on top of the blower motor, blower motor seal and isolators , potential mineral deposit spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress, tiny unknown black and white specks of contamination in the bottom the blower box, black contamination, consistent with keratin, at the air outlet of the blower box, unknown brownish dust-like contamination on the rear panel, white and black dust-like contamination and potential hair/fibers on the top enclosure and back of the front panel, unknown cluster of brown and black dust-like contamination and hair/fibers in the bottom enclosure. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The investigation used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The investigation was not able to confirm the complaint or address the symptoms specified. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.